Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed due to hardware failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the drawer 7 had a hardware failure. A field service engineer (fse) checked the drawer in the station configuration and test software and found the drawer missing. After opening the back, the bus ribbon cable was partially unseated. Fse then reseated the cable, the station was rebooted, and the drawer returned. Fse performed preventive maintenance and identified that the bolt fell out from the locking assembly and reinstalled the locking assembly and tightened the bolt. The system functioned as intended after the field service engineer repaired the device.